Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that fluid was leaking from the handle and the device was not sealing appropriately. There was no unanticipated tissue loss or extension of the incision by more than one inch. There was no unanticipated blood loss of more than 500cc. The delay in surgical time was not over 30 minutes and no device fragment fell in the patient¿s cavity.

Manufacturer narrative:
(B)(4). Visual inspection noted excessive blood on the device. The investigation found excessive blood inside the instrument. Blood had seeped up into the tube through the jaws and flowed back into the instrument body where the blood could leak out from the handle. The switch had little tactile feel and the switch did not activate. The fluid penetrated under the switch post causing it to not function. Functional testing using the footswitch was performed with the returned device on porcine kidney tissue. All seal cycles were completed satisfactorily and end tones heard indicating a completed activation cycle. No regrasp alarms sounded. The reported event is attributed to the user infrequently cleaning the device allowing fluid to build up in the jaws and penetrate the tube. The IFU warns, to avoid alarm and reseal indicator conditions, remove pooled fluids around the instrument tip; minimize fluids. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. No trend has been identified for this failure mode.

Event description:
New information received on (B)(6) 2015: alarms were heard by the user during the seal cycle.